Manufacturer narrative:
Physio-control further evaluated the returned device. It was observed that the device was able to recognize and shock a ventricular fibrillation rhythm. The logged event code was cleared from the memory of the device, however the code was not repeatable. The device was destructively tested. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed the wrench icon. Upon evaluation of the customer¿s device, physio-control observed that the device logged an event code in the device memory that is an indication that the device may not be able to recognize a shockable rhythm if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. The customer's device was replaced under warranty. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed the wrench icon. Upon evaluation of the customer¿s device, physio-control observed that the device logged an event code in the device memory that is an indication that the device may not be able to recognize a shockable rhythm if needed. There was no patient use associated with this event.